Event description:
It was reported, that the patient complained intermittent sound and that he could not hear anything at all since november 05, 2005. Telemetry testing showed "poor coupling," the device had malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.